Event description:
Latex allergy resulting from prolonged use and exposure to latex gloves and allergic sensitization. Rptr is a health care worker, rn, and use of gloves is necessary in her job to follow universal precautions and prevent exposure to blood and body fluids. Rptr suffers from a true latex allergy, not contact dermatitis. Herr symptoms include itching, tingling, urticaria, wheezing, runny nose, difficulty breathing, swelling of eyelids, lips, face, tearing, itchy eyes, rapid heart rate, and abdominal cramps. She must carry an epi-pen and medication for treatment of exposure.